Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided); cause unknown. The customer administered a correction injection via manual injection to address the high blood sugar. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.